Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 14, 2020 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 100 watt laser console with the laser settings of 0.5 joules and 5 hertz. According to the complainant, during procedure, when the physician stepped on the foot pedal, there was no energy coming out from the laser fiber. The fiber connector was also noted to be hot to touch. Reportedly, there was no burn or injury to the user or to the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.